Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive one step button pull method used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when pulling the device through the incision site, normally it would get caught due to the button; however, when they pulled this device, there was no resistance met and it was completely taken out from the patient's body as one unit. It was also noticed that the site had bleeding but was resolved through clipping. The procedure was not completed due to another reason. There were no reported patient complications due to this event and there was no issue observed with the patient's condition.